Event description:
Information was received from an unknown source regarding a patient with an implantable pump. It was reported that the caller stated they did not have the pain pump yet, but they had spoken with patients who did have the pump. The caller stated one of the patients that had a pump for a very long time did experience an infection which resulted in that patient having to have the pump removed for a couple months. The caller stated "it was because that patient had the pump for so long".

Manufacturer narrative:
B3: event date is asked/unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.